Event description:
An outside law firm reported that a patient experienced complications associated with a left total knee replacement (tkr). According to clinical documentation, the patient initially underwent a left total knee replacement on (B)(6) 2022. Following the total knee replacement, the patient experienced persistent symptoms, including pain, instability, recurrent buckling, and limited function of the left knee. An office visit dated (B)(6) 2023 documented 3+ effusion and lateral laxity, with concern for instability. Due to ongoing symptoms, the patient underwent revision left knee arthroplasty on (B)(6) 2023. Operative findings included loosening of the tibial component with observed micromotion. The procedure involved removal of the loosened component and implantation of a revised tibial component with polyethylene insert. No intraoperative complications were reported. This report is filed under ais reference (B)(4).